Manufacturer narrative:
D1, d4 revised per investigation team.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
No patient information was provided with this record nor case number associated. Complaint was registered as a result of a conversation at a conference. The complainant emailed pme/complaints regarding a conversation had at a conference. Email stated the following: issue description: noted bleeding issue with peel-away sheath valve while doing single access with companion sheath when asked about timeline, he said, "when it first came out" in reference to the companion sheath discussion date: sunday, (B)(6).

Manufacturer narrative:
Minor bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak cannot be determined since the product was not returned and insufficient clinical details were provided.